Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/o lymphadenectomy surgical procedure, the large needle driver instrument jaw allegedly was unable to open during the operation. The customer used a spare instrument to procced with the procedure. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and the reported failure was not replicated/confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The bumper and suture tests were performed without any issue. The instrument was fully functional. Additionally, visual inspection found no physical damage on the instrument. There was no problem detected with this instrument. The reported complaint was not confirmed by failure analysis.